Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-29. H6: investigation summary : 1 sample was returned to sbdm. Based on infrared spectrometry (ir) analysis of the complaint sample, the fm is same component with raw material of barrel (polypropylene+poly(ethylene:propylene). From investigations, the 10ml syringe stopper components are injected in the injection machine on high temperature and high pressure. The likely cause is that improper runner part of pp (polypropylene+poly(ethylene:propylene), raw material of 10ml syringe barrel) may be formed in the temporary malfunction of injection machine. Also, the part of runner was supplied with 10ml syringe barrel to the syringe assembly line. Therefore, we assume that the fm is runner of syringe barrel and the syringe assembly line inspector did not find the fm and it caused this complaint case. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 1101062), there is no issue while manufacturing.

Event description:
It was reported that foreign matter was found in the syringe 10ml 21g 1-1/4in. The following information was provided by the initial reporter: "there is foreign material (transparent color) in the syringe."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) , has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the syringe 10ml 21g 1-1/4in. The following information was provided by the initial reporter: "there is foreign material (transparent color) in the syringe."